Event description:
Both the doctor and nurse report a light shock sensation when touching the device cord during use. The shock is reported as similar to a static electricity feeling, no patient or staff injuries reported. In both situations the surgeon continued the procedure with use of the same device. (B)(6). (Actual event date is unkown).

Manufacturer narrative:
(B)(4). Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.